Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9233912. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our review of the provided photograph our engineers have determined that the foreign material is embedded in the raw material of the heparin cap. The most likely root cause for this occurrence is related to operator awareness during the manual inspection of he incoming raw material for the heparin caps. To address this issue we have issued an employee training to increase operator vigilance during the inspection process.

Event description:
It was reported that a intima-ii y 24gax0.75in prn ec slm npvc contained foreign matter. The following information was provided by the initial reporter: "when opening the package before using, there was some dirt on the prn surface of the indwelling needle. The chief nurse took the picture and stored the product at the first time."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a intima-ii y 24gax0.75in prn ec slm npvc contained foreign matter. The following information was provided by the initial reporter: "when opening the package before using, there was some dirt on the prn surface of the indwelling needle. The chief nurse took the picture and stored the product at the first time."